Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and dental caries ("dental problems teeth decaying") in a 39-year-old female patient who had essure (batch no. A73755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included sleep apnea and pelvic discomfort. Concurrent conditions included kyphosis, paratubal cyst and breast carcinoma. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) since (B)(6) 2013 and ibuprofen since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nausea"), 2 years 11 months after insertion and 1 day after removal of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dental caries (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea cramping),"), fatigue ("fatigue"), alopecia ("hair loss im still losing chunks of my hair") and abdominal pain ("I still have pain in my abdomen till this day"). The patient was treated with surgery (bilateral salpingectomy and had some teeth pulled, will need dentures due to teeth decaying). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving, the genital haemorrhage and nausea had resolved and the dental caries, dysmenorrhoea, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dental caries, dysmenorrhoea, fatigue, genital haemorrhage, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: the container is labeled "bilateral fallopian tubes". Received in fixative are 2 segments of fimbriated fallopian tube. The 1st segment measures 6.2 cm long and has a diameter that ranges from 0.5 cm proximally up to 1.4 cm distally. The 2nd segment of fallopian tube is 6.5 cm long and has a diameter which averages 1. 0 cm. The lumens of both fallopian. Tubes and lined by grey tissue. 2. The container is labeled "bilateral essure implant coils". Received in fixative are 5 segments of coiled silver wire, 3.3cm up to 7.2 cm in length. Gross only. Pregnancy test - on 21-mar-2013: negative result. Concerning the injuries reported in this case, the following one were described in patients medical record:female pelvic pain. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs and mr received : reporter information was added and patient demographics updated. Lot number added. New events added : "abnormal bleeding general, teeth decaying, dysmenorrhea, fatigue, hair loss, nausea, abdominal pain, patient did not underwent essure confirmation test. Event outcome updated for pain, nausea, bleeding. Concomitant drug, medical history, lab test was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)') and dental caries ('dental problems teeth decaying') in a 39-year-old female patient who had essure (batch no. A73755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included sleep apnea and pelvic discomfort. Concurrent conditions included kyphosis, paratubal cyst and breast carcinoma. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) since (B)(6) 2013 and ibuprofen since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nausea"), 2 years 11 months after insertion and 1 day after removal of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dental caries (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea cramping),"), fatigue ("fatigue"), alopecia ("hair loss im still losing chunks of my hair") and abdominal pain ("I still have pain in my abdomen till this day"). The patient was treated with surgery (bilateral salpingectomy and had some teeth pulled, will need dentures due to teeth decaying). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving, the genital haemorrhage and nausea had resolved and the dental caries, dysmenorrhoea, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dental caries, dysmenorrhoea, fatigue, genital haemorrhage, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: the container is labeled "bilateral fallopian tubes". Received in fixative are 2 segments of fimbriated fallopian tube. The 1st segment measures 6.2 cm long and has a diameter that ranges from 0.5 cm proximally up to 1.4 cm distally. The 2nd segment of fallopian tube is 6.5 cm long and has a diameter which averages 1. 0 cm. The lumens of both fallopian. Tubes and lined by grey tissue. 2. The container is labeled "bilateral essure implant coils". Received in fixative are 5 segments of coiled silver wire, 3.3cm up to 7.2 cm in length. Gross only.. Pregnancy test - on (B)(6) 2013: negative result. ¿concerning the injuries reported in this case, the following one were described in patients medical record:female pelvic pain. Lot number:a73755. Manufacture date: 2012-11, expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the container is labeled "bilateral essure implant coils". Received in fixative are 5 segments of'), pelvic pain ('pain') and gastroenteritis ('gastroenteritis') in a 39-year-old female patient who had essure (batch no. A73755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy with contraceptive device" and device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included sleep apnea and pelvic discomfort. She do not smoke. Concurrent conditions included kyphosis, paratubal cyst and breast carcinoma. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) since (B)(6) 2013 and ibuprofen since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nausea"), 2 years 11 months after insertion and 1 day after removal of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dental caries ("dental problems teeth decaying"), dysmenorrhoea ("dysmenorrhea cramping),"), fatigue ("fatigue"), alopecia ("hair loss im still losing chunks of my hair"), abdominal pain ("I still have pain in my abdomen till this day"), night sweats ("night sweats"), peripheral swelling ("swollen hands and feet"), chest pain ("chest pain"), menorrhagia ("mine is a waterfall"), gastroenteritis (seriousness criterion hospitalization) with vomiting and diarrhoea and tooth fracture ("teeth feel apart"), was found to have weight increased ("gaining weight from it") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with cannabis sativa (marijuana) and surgery (bilateral salpingectomy and had some teeth pulled, will need dentures due to teeth decaying). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, dental caries, dysmenorrhoea, fatigue, alopecia, night sweats, weight increased, pregnancy with contraceptive device, peripheral swelling, menorrhagia and gastroenteritis outcome was unknown, the pelvic pain and abdominal pain was resolving and the genital haemorrhage and nausea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, chest pain, dental caries, device breakage, dysmenorrhoea, fatigue, gastroenteritis, genital haemorrhage, menorrhagia, nausea, night sweats, pelvic pain, peripheral swelling, pregnancy with contraceptive device, tooth fracture and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: the container is labeled "bilateral fallopian tubes". Received in fixative are 2 segments of fimbriated fallopian tube. The 1st segment measures 6.2 cm long and has a diameter that ranges from 0.5 cm proximally up to 1.4 cm distally. The 2nd segment of fallopian tube is 6.5 cm long and has a diameter which averages 1. 0 cm. The lumens of both fallopian. Tubes and lined by grey tissue. 2. The container is labeled "bilateral essure implant coils". Received in fixative are 5 segments of coiled silver wire, 3.3cm up to 7.2 cm in length. Gross only.. Pregnancy test - on (B)(6) 2013: negative result. ¿concerning the injuries reported in this case, the following one were described in patients medical record:female pelvic pain. Lot number:a73755, manufacture date: 2012-11, expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the container is labeled "bilateral essure implant coils". Received in fixative are 5 segments of'), pelvic pain ('pain') and gastroenteritis ('gastroenteritis') in a 39-year-old female patient who had essure (batch no. A73755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy with contraceptive device" and device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included sleep apnea and pelvic discomfort. Concurrent conditions included kyphosis, paratubal cyst and breast carcinoma. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) since (B)(6) 2013 and ibuprofen since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nausea"), 2 years 11 months after insertion and 1 day after removal of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dental caries ("dental problems teeth decaying"), dysmenorrhoea ("dysmenorrhea cramping),"), fatigue ("fatigue"), alopecia ("hair loss im still losing chunks of my hair"), abdominal pain ("I still have pain in my abdomen till this day"), night sweats ("night sweats"), peripheral swelling ("swollen hands and feet"), chest pain ("chest pain"), menorrhagia ("mine is a waterfall"), gastroenteritis (seriousness criterion hospitalization) with vomiting and diarrhoea, tooth fracture ("teeth feel apart") and blepharospasm ("eyelid twitching"), was found to have weight increased ("gaining weight from it") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with cannabis sativa (marijuana) and surgery (bilateral salpingectomy and had some teeth pulled, will need dentures due to teeth decaying). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, dental caries, dysmenorrhoea, fatigue, alopecia, night sweats, weight increased, pregnancy with contraceptive device, peripheral swelling, menorrhagia, gastroenteritis and blepharospasm outcome was unknown, the pelvic pain and abdominal pain was resolving and the genital haemorrhage and nausea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, blepharospasm, chest pain, dental caries, device breakage, dysmenorrhoea, fatigue, gastroenteritis, genital haemorrhage, menorrhagia, nausea, night sweats, pelvic pain, peripheral swelling, pregnancy with contraceptive device, tooth fracture and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: the container is labeled "bilateral fallopian tubes". Received in fixative are 2 segments of fimbriated fallopian tube. The 1st segment measures 6.2 cm long and has a diameter that ranges from 0.5 cm proximally up to 1.4 cm distally. The 2nd segment of fallopian tube is 6.5 cm long and has a diameter which averages 1. 0 cm. The lumens of both fallopian. Tubes and lined by grey tissue. 2. The container is labeled "bilateral essure implant coils". Received in fixative are 5 segments of coiled silver wire, 3.3cm up to 7.2 cm in length. Gross only.. Pregnancy test - on (B)(6) 2013: negative result.. ¿concerning the injuries reported in this case, the following one were described in patients medical record:female pelvic pain. Lot number:a73755, manufacture date: 2012-11, expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Reporter added. Added event eyelid twitching. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), dental caries ('dental problems teeth decaying') and gastroenteritis ('gastroenteritis') in a 39-year-old female patient who had essure (batch no. A73755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy with contraceptive device" and device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included sleep apnea and pelvic discomfort. She do not smoke. Concurrent conditions included kyphosis, paratubal cyst and breast carcinoma. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) since (B)(6) 2013 and ibuprofen since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In april 2013, the patient experienced nausea ("nausea"), 2 years 11 months after insertion and 1 day after removal of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dental caries (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea cramping),"), fatigue ("fatigue"), alopecia ("hair loss im still losing chunks of my hair"), abdominal pain ("I still have pain in my abdomen till this day"), night sweats ("night sweats"), peripheral swelling ("swollen hands and feet"), chest pain ("chest pain"), menorrhagia ("mine is a waterfall"), gastroenteritis (seriousness criterion hospitalization) with vomiting and diarrhoea and tooth loss ("teeth feel apart"), was found to have weight increased ("gaining weight from it") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with cannabis sativa (marijuana) and surgery (bilateral salpingectomy and had some teeth pulled, will need dentures due to teeth decaying). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving, the genital haemorrhage and nausea had resolved and the dental caries, dysmenorrhoea, fatigue, alopecia, night sweats, weight increased, pregnancy with contraceptive device, peripheral swelling, menorrhagia and gastroenteritis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, chest pain, dental caries, dysmenorrhoea, fatigue, gastroenteritis, genital haemorrhage, menorrhagia, nausea, night sweats, pelvic pain, peripheral swelling, pregnancy with contraceptive device, tooth loss and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: the container is labeled "bilateral fallopian tubes". Received in fixative are 2 segments of fimbriated fallopian tube. The 1st segment measures 6.2 cm long and has a diameter that ranges from 0.5 cm proximally up to 1.4 cm distally. The 2nd segment of fallopian tube is 6.5 cm long and has a diameter which averages 1. 0 cm. The lumens of both fallopian. Tubes and lined by grey tissue. 2. The container is labeled "bilateral essure implant coils". Received in fixative are 5 segments of coiled silver wire, 3.3cm up to 7.2 cm in length. Gross only.. Pregnancy test - on (B)(6) 2013: negative result.. ¿concerning the injuries reported in this case, the following one were described in patients medical record:female pelvic pain. Lot number:a73755 manufacture date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: new events were added: pregnancy with contraceptive device, device ineffective, peripheral swelling, chest pain, menorrhagia, gastroenteritis and tooth loss. Pregnancy information was added. Marijuana was added as treatment drug. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and dental caries ('dental problems teeth decaying') in a 39-year-old female patient who had essure (batch no. A73755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included sleep apnea and pelvic discomfort. She do not smoke. Concurrent conditions included kyphosis, paratubal cyst and breast carcinoma. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) since (B)(6) 2013 and ibuprofen since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nausea"), 2 years 11 months after insertion and 1 day after removal of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dental caries (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea cramping),"), fatigue ("fatigue"), alopecia ("hair loss im still losing chunks of my hair"), abdominal pain ("I still have pain in my abdomen till this day") and night sweats ("night sweats") and was found to have weight increased ("gaining weight from it"). The patient was treated with surgery (bilateral salpingectomy and had some teeth pulled, will need dentures due to teeth decaying). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving, the genital haemorrhage and nausea had resolved and the dental caries, dysmenorrhoea, fatigue, alopecia, night sweats and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, dental caries, dysmenorrhoea, fatigue, genital haemorrhage, nausea, night sweats, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: the container is labeled "bilateral fallopian tubes". Received in fixative are 2 segments of fimbriated fallopian tube. The 1st segment measures 6.2 cm long and has a diameter that ranges from 0.5 cm proximally up to 1.4 cm distally. The 2nd segment of fallopian tube is 6.5 cm long and has a diameter which averages 1. 0 cm. The lumens of both fallopian. Tubes and lined by grey tissue. 2. The container is labeled "bilateral essure implant coils". Received in fixative are 5 segments of coiled silver wire, 3.3cm up to 7.2 cm in length. Gross only.. Pregnancy test - on 21-mar-2013: negative result. ¿concerning the injuries reported in this case, the following one were described in patients medical record:female pelvic pain. Lot number:a73755 manufacture date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: events 'night sweats' and 'weight gain' were added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.